Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was resolved. Thirteen day after the event onset, the patient underwent intrajugular tcc catheter placement and pd dialysis removal due to fungal infection. It was reported that the patient was switched to hemodialysis, ongoing. At the time of this report, the patient has been discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and turbid fluid. The cause of peritonitis was unknown. The patient was hospitalized for nine days. The patient was treated with cefazolin 0.5g four times a day and gentamicin sulfate inj. 20,000 iu four times a day. On day of discharge, the patient experienced abdominal pain and turbid fluid again. It was reported that the antibiotics were "upgraded" to vancomycin injection (0.5g, daily) and ceftazidime injection (1g, daily). It was reported that oral voriconazole tablets 0.2g every 12 hours was given for antifungal treatment. Imipenem cilastatin sodium injection 0.5g daily and caspofungin acetate 50mg daily for injection was given as treatment. It was reported that the patient was discharged from the hospital 5 days after symptoms returned. Pd therapy was discontinued and patient was switched to hemodialysis. At the time of this report, the patient was recovering from the event.

Manufacturer narrative:
Additional information: a2, b1, b2, b5, b6, d3, d10, g1, g2, h1, h6 and h11. B5: upon follow up, it was reported that after two days from event onset, "technique failure occurred". It was reported that the reason was "technique failure: fungal peritonitis or tuberculous peritonitis". The patient received "heparin-free hemodialysis". Three days after event onset, the patient was give caspofungin acetate (50mg, one dose, intravenous drip) for peritoneal dialysis intraperitoneal infection. Four days after event onset, the patient was given imipenem cilastatin sodium injection 0.5g daily and caspofungin acetate 50mg daily as antifungal treatment, and infusion of plasma to strengthen nutritional support treatment. Based on additional information received, pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.